Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unk origin. The pt was taking an unspecified medication for treatment of an unk indication. The humapen ergo burgandy/clear pen body (lot 0403a02) with a clear cartridge holder attached was reported to have two broken engagement tabs, a broken cartridge holder, an injection form uneven, a cartridge holder loose that couldn't take the dose. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company. Initial examination found two broken engagement tabs. It was unk if this humapen ergo, burgandy/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.